Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 1/3). There was no delay in surgery.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Mar 08, 2023: drains were picked up by sales and shipped out to cg labs. (B)(6) 2023: customer complaint form returned, and it was confirmed there was no delay in surgery, although additional medical intervention was required in order to change the drainage system. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). Customer returned three devices. (Two related complaints# (B)(4) and (B)(4)). On 26-apr-2023, product evaluation was completed: visual evaluation of devices: 1 confirms what appears to be dried blood around the back of the stopcock. The transducer was not evaluated as it does not belong to natus. Root cause/failure investigation: the complaint was confirmed for one of the devices returned from the customer. The devices were placed on test to determined if the devices leaked as reported. Once it was determined that device -1 leaked evaluation was performed to determine the cause of the leak. The device had a transducer attached to the stopcock (all three device had transducers attached); inspection found that the leak was due to a crack of the luer connector of the stopcock where the transducer was connected. Based on the location of the crack it appears the damage most likely occurred when the transducer was connected to the stopcock by using more force than required. Currently no further action is required, this is based on the rate of occurrence of (B)(4). A review of the doc-035405-natus eds 3 external drainage system - risk analysis spreadsheet (rev. 06), identifies the hazard as "unable to seal off flow in stopcock" based on the complaint of "csf leak from the same spot on the eds-3 ". This would lead to a harm of "delay in patient treatment". This determination is based on the information received from the customer who did not report any patient injury. A review of the device history record was completed and the assembly of the system is 100% leak tested, all systems passed. Failure confirmed: yes. Investigation result code: san diego/eds products/leakage. Complaint verified, being tracked as a trend and will be included in trending data for further review.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 1/3). There was no delay in surgery.

Manufacturer narrative:
Initial report ref to natus, complaint #(B)(4). The drainage system model eds-3 was leaking csf from the 3-way stopcock. The bloody residue on the circular switch is the leak. The system was changed out for another eds-3. The problem reoccurred. (Event 1/3) customer did not save packaging of the first two units. Customer asked to return third unit. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Acceptable risk associated with the complaint as per line 5.5 in doc-(B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 1/3).